Event description:
It was reported that there was a black mark on the filter of a small volume intermate. This was observed after compounding had occurred. The device was filled with ceftazidime. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection noted a black particle, approximately 0.02 square mm in size, embedded in the stress member. The particle was not in the fluid path. No signs of a black mark on the filter were identified. The cause of the particle was unable to be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.